Event description:
A report was received that the patient is scheduled for a pocket revision due to charging difficulty. The ipg was implanted too deep and the physician moved the ipg closer to the surface. The patient is reportedly doing well.

Manufacturer narrative:
This is the final report.